Event description:
It was reported that the zimmer dermatome was skipping during harvest. Additional clinical f/u with the hospital indicated that the donor harvest was completed and usable for the planned procedure. There was no report of additional harvest, delay, increased surgical time, or intervention.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.